Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification, mild tortuosity and 90% stenosis. The lesion was pre-dilated with a 2x12 mm trek balloon and then the 3x23 mm xience skypoint stent was implanted at 12 atmospheres. The stent was post-dilated with a 3x15 mm nc trek balloon at 14 atmospheres and a distal edge dissection was noted. A 2.75x15 mm xience skypoint stent was used to treat the dissection. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.